Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt underwent surgical intervention (reference MFR. Report#: 1627487-2014-08056 and 1627487-2014-08057. During the procedure, the doctor was unable to implant the replacement lead due to scar tissue being present. As a result, a different model lead was used to successfully complete the procedure. The procedure was extended around four hours.